Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device changed due to previously implanted biotronik leads that fractured, causing 12 inappropriate shocks. Elevated pacing thresholds caused battery depletion; therefore, a new ICD system had to be implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2). Reference report: mw5154877. No device details are available. Received voluntary anonymous medwatch report, mw5154876.